Event description:
On (B)(6) 2008, the patient was implanted with an scs system. On (B)(6) 2010 it was reported that the patient was experiencing unintended stimulation in the ipg pocket area while recharging the ipg. The charger was replaced, and the patient reported feeling a shocking unintended stimulation all over the body when using the magnet and at perception amplitudes. On (B)(6) 2010 it was reported that the ipg will be explanted and replaced at a later date.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.